Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. The guide tooth of the lead was extrinsically damaged, and visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. After being repositioning, the lead dislodged again during therevision procedure. The fixation of the lead was questioned. The lead was explanted and replaced with a new rv lead. No patient complications have been reported as a result of this event.